Event description:
It was reported via a trial that on (B)(6) 2010, due to worsening cardiomyopathy, the patient underwent the index procedure with the deployment of three drug-eluting stents to the proximal right coronary artery (rca), first obtuse marginal branch segment and the proximal circumflex (cx) artery segment. In all three lesions, post procedural residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient received the study medication clopidogrel dose 75.0 mg and was started on aspirin 325.0mg. On (B)(6) 2010, the patient received a peri-procedural loading dose of study medication clopidogrel dose 525.0 mg. On (B)(6) 2010, the patient was discharged from the index hospitalization. Reportedly, on (B)(6) 2011 the patient experienced a myocardial infarct in all three promus stents placed in the index procedure. Though requested, no additional information has been provided.

Event description:
Subsequent updated information received states the patient died on (B)(6) 2011. The cause of death was listed as ventricular fibrillation. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Myocardial infarctions are known adverse patient events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other two promus stents are each being filed under separate MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effects of ventricular fibrillation and death are listed in the promus everolimus eluting coronary stent system instruction for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.